Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) went to a battery status of elective replacement indicator (eri) and then end of life (eol) the same day. The patient implanted with this ICD received a large amount of shocks that day. Questions were asked regarding whether this was normal device function.